Event description:
Subsequent to the initial MDR, it was determined that a serious adverse event report was submitted in error. Upon further review, it was determined that the serious adverse event was not related to this issue that occurred on (B)(6) 2025. The serious adverse event was reported under MFR# 3004753838-2025-173402. However, MFR# 3004753838-2025-172063 is still a reportable event based on the peg being in zone e. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - correction. B2 outcomes attributed to adverse event - correction to remove other serious from the initial MDR. B5 describe event or problem - correction. H2 correction. H6 health effect - impact code - correction. H6 health effect - clinical code - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was about to pass out and was incoherent. The patient was treated by the husband with juice. At an unspecified time of the event the cgm was reading 52 mg/dl and the blood glucose reading was 250 mg/dl (not confirmed if this was after the treatment). At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the e zone of the parkes error grid. No additional patient or event information is available.